Event description:
It was reported that the valve was explanted.

Manufacturer narrative:
The returned valve was patent and passed siphon, reflux and leakage testing. It met all specifications for pressure-flow an preimplantation testing. The valve showed no signs of damage or occlusion. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.